Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/26/2024, it was reported by a distributor via sems (B)(4) that an ar-2324kbcsp swivelock, sp bc kl 4.75mm, had an issue during a rotator cuff repair procedure on (B)(6)2024 while using the fibertak rc and 4.75 knotless swivelock self-punching anchors in a speedbridge construct. While placing the first lateral row of the self-punching anchor of the ar-2324kbcsp swivelock into the bone, the surgeon could not breach the cortex successfully. While perpendicularly malleting the anchor, the peek tip fractured on the bone. They recovered the anchor from the joint, but it was unusable afterward. Another anchor was opened, and the punch was used to breach the cortex, and the anchor worked successfully. No secondary surgery is needed. This occurred during use and had no effect on the patient reported. Additional information was received on 7/2/2024: there was a case delay of 11 minutes due to the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.